Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked during priming. The patient was not connected at the time of the event. The patient stated that the patient line was not sealed at the cassette and leak was observed. The patient had experienced the same situation a few months ago. There was no patient injury or medical intervention associated with this event. No additional information is available.